Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 11 months post implant of this aortic bioprosthetic valve, the patient is being considered for a valve-in-valve replacement procedure for unknown reasons. Subsequently 1 month and 25 days later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve.  No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to aortic insufficiency along with mild to moderate regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.